Manufacturer narrative:
Date of event: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. Twenty retention samples were analyzed for lubricant presence, loose foreign matter in the fluid and non-fluid path, and embedded particles. A DHR review shows the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Investigation conclusion: the results of the tests carried out on (B)(4) pieces of retention samples presented conforming results, no foreign particles were found. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.